Event description:
The customer reported that the surgeon could not open or close the jaws of the device. The jaws were on tissue and could not open, but it is unk how they were removed. There was additional tissue loss as well. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.